Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high shock impedances that have rose to out of range values in different times. The health care professional (hcp) mentioned that a follow up was going to be completed to determine if the values had decreased again. The rv lead remains in service. No adverse patient effects were reported.